Event description:
Patient with gastrojejunostomy (gj) tube; uses enteralite infinity (ei) enteral pump delivery set for delivery of tube feedings and medications. Patient's mother reports that on an unknown date in 2007, the tip of the barbed red adapter from the ei delivery set broke off in the patient's gj tube. The broken tip lodged in the gj tube and could not be removed; this resulted in leaking and an inability to insert a new delivery set. The patient's gj tube had to be replaced at least twice. Patient's mother and home health nurses set up and administer tube feedings. Mother reports the three events involved three different nurses, all of whom were experienced with the product, and were aware of the need to not jam or push the tip of the adapter into the gj port.